Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 646 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having experienced cognitive impairments. The patient was at the hospital for an unrelated procedure. The patient reports there scheduled procedure was not completed due to their high blood glucose values. The patient was admitted to the hospital. The patient was diagnosed with hydronephrotic as well as hyperglycemia. The patient was treated with an insulin drip. The patient was discharged from the hospital after 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.